Event description:
It was reported the customer had a no delivery alarm. Customer also believed their tubing was kinked. The customer's blood glucose was 236 mg/dl. It was also found the customer was able to straighten out their tubing and deliver the remaining bolus amount. Customer stated they would monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.